Event description:
The customer reported an intellivue telemetry system failure, a sitewide no data telemetry error message, and an inconsistency with viewing patient data. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intellivue telemetry system failure, a sitewide no data telemetry error message, and an inconsistency with viewing patient data. The device was not in use on a patient.